Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at implant, this implantable cardioverter defibrillator (ICD) was hooked up to a right ventricular (rv) lead and started exhibiting intermittent oversensing. The lead was taken out of the header and reinserted, and intermittent noise was observed. Boston scientific technical services (ts) discussed troubleshooting. The device was turned off per ts's recommendation. The device was checked the next day and the noise had resolved and the device was turned back on. This system remains in service. No adverse patient effects were reported.